Event description:
It was reported by the customer that pyxis medstation es system refrigerator was not locking and bins were not opening. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that refrigerator door magnet was not locking. A field service reconnected the magnet cable where it connects to the controller. The system functioned as intended after the field service engineer troubleshooted the device.